Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with a bubbles downstream occlusion sensor seal. The event history log was reviewed and there was a "cassette not attached properly" alarm. A functional check was performed and the reported issue was able to be verified. Testing was performed and the device failed downstream occlusion calibration test with no disposable and alarmed "cassette not attached properly" messages when the latch lock latched. Further investigation determined that the downstream occlusion sensor was inoperable and the cause of the issue. Therefore, the downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths medical pump alarmed "cassette not attached". There were no reported adverse events.